Manufacturer narrative:
An investigation was initiated in response to a customer complaint of a misidentification of candida glabrata as candida albicans species, in association with vitek® ms instrument (ref. (B)(4), serial number: (B)(6)). The customer tested via alternate method (pcr test genmark) to obtain the identification to candida glabrata. The customer's strain was requested for investigational purposes, but the strain was not submitted by the customer. The strain must be tested via sequencing (reference method) to confirm the expected result.fine tuning:according to the vilink alert tool criteria, no fine tuning was needed during the tests made on 02jul2020. However, the fine tuning is not in conformance. Specifically, the percentage presence of highmass3 at 11450.0 da acceptance criteria was not achieved and median of number of peaks is at the low limit.spot preparation quality:the customer¿s spot preparation quality is quite good. The calibrator ¿all peaks¿ values are quite homogeneous.kb review:candida glabrata is present in the vitek® ms clinical knowledge base version 3.2. The expected identification is unknown and needs to be confirmed with a reference method (sequencing).reprocessing customer data:reprocessing of the customer data with a new kb under development did not result in any improvement in identification results.historical review:a review of complaints dating back to january 2016 was performed. No similar complaint has been recorded of candida glabrata being misidentified as candida albicans with the vitek ms.conclusion:the cause for the customer's discrepant results has not been established. The actual identification of the organism is unknown as the strain has not been tested with a reference method (sequencing) and the customer has not submitted the strain for additional investigational testing.local customer service (lcs) has been requested to perform a new fine tuning on the customer's instrument.vitek® ms clinical knowledge base version 3.2 was used by the customer, not version 3.0 as previously reported.

Event description:
A customer in the united states notified biomérieux of a misidentification of candida glabrata as candida albicans species, in association with vitek® ms instrument (ref. 410895, serial number: (B)(4)). Vitek® ms clinical knowledge base version (B)(4) was used by the customer. The customer tested the sample 12 times. Vitek® ms obtained an identification as candida albicans species (with 99.9% of confidence) for all tests, while alternate method (pcr test genmark) gave an identification as candida glabrata species. The customer stated that both identifications were reported to the physician. There is no indication from the customer that this event impacted the patient¿s state of health or led to a delay of results. A biomerieux internal investigation will be initiated.